Manufacturer narrative:
The three additional proglide devices referenced are filed under separate medwatch report numbers. (B)(4). Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with four proglide devices, using the pre-close technique, via an 8f sheath prior to an interventional electrophysiology procedure. No imaging was performed at the access site. Reportedly, no suture was present when the proglide plunger was removed on all four proglide devices. The electrophysiology procedure was completed and hemostasis was achieved with a non- abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.